Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3877-45 (lot: 0202662554); product type: 0200-lead; implant date ; explant date g2: the country of the event is ch h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that at the interrogation they saw plot 3 high impedance but as it's not used so there was no more action taken and the patient did not feel anything different as of (B)(6) 2024. Device diagnosis was high impedance. No actions were taken and the event resulted in an unscheduled clinic or office visit. Diagnostic methods were device interrogation/device data. Etiology was a causal relationship of the event to the device or therapy but not related to the implant procedure; the indicated device was the lead. The outcome was listed as unresolved with no further action planned. Age at consent was listed as 69. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3877-45 lot# 0202662554. Implanted: (B)(6) 2009: product type lead d6a: implant date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.